Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
On 28-may-2026, product information was obtained from customer. Correction(s): d4. Lot number was updated to: k15250904 0351 d4. Unique identifier (UDI #) was updated to: (B)(4). H4. Device manufacture date was updated to 09/04/2025

Event description:
Refer to h11 for follow-up information.